Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded event log. The device's oxygen blending module board and interface board were replaced to address the issues. The device's oxygen blending module board was not replaced to address the issue. The oxygen blending module assembly was observed to have contamination. The oxygen blending module assembly was cleaned to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded event log. The interface foard was replaced and the device's oxygen blending module assembly was cleaned to address the issues. During further evaluation of the device, a malfunction of the device's sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded event log. The device's oxygen blending module board and interface board were replaced to address the issues.